Event description:
Per the clinic, the patient underwent explantation surgery on (B)(6) 2010. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was explanted due to electrode array extrusion. The patient was reimplanted with another device during the same surgery. This report is filed (B)(6), 2011.